Event description:
It was reported that in surgery during insertion the guide wire broke. Another set was opened and used without issue to complete the procedure. There was no reported delay, death or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4).